Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient's ins was interrogated and it had shown overdischarge count of 3 and noted eos. It was reviewed that once the ins hits eos it would need to be replaced. The reason for not maintaining charge was unknown. There were no further complications reported.

Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that patient had not charged their implant in 2-3 months because they had to get an external metal piece replaced. Patient stated that the piece was replaced and it was working. Patient stated if they could have some assistance with restarting the implant over the phone like they did last time by pressing certain buttons. Patient stated they had not felt stimulation for 2-3 months. A possible ins over discharge state was reviewed and it was recommended for the patient to follow up with the health care professional (hcp). No symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the implantable neurostimulator (ins) was replaced due to the overdischarge. No further complications were anticipated.